Event description:
On (B)(6) 2011, a gore propaten vascular graft (stretch removable ring ) was implanted after removing some of the rings. It was reported to gore that a few days after implantation, the distal anastomosis was observed to be reduced in diameter. It was stated that the distal anastomosis was clepsydra (hourglass) shaped like stenosis. A bare metal stent was placed to maintain the diameter size.